Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to internal battery fault was observed. The device's power management board was replaced to address the issue. Additional findings not related to the above findings, the device is missing rubber feet and handle o-rings require replacement.